Event description:
Event description guidant received information that this implantable transvenous defibrillation lead exhibited a rise in pacing impedance measurements. Pacing thresholds and shocking impedancewere unremarkable. No noise was present on electrograms.